Event description:
The user facility in (B)(6) reported a patient was undergoing retinal detachment surgery when the cutter did not function properly. The cutter functioned properly when operated at a low speed, but failed to provide adequate cutting action at higher speeds. The cutter continued to aspirate during the procedure. The cutter worked correctly during trial connection. There was no impact to the patient reported.

Manufacturer narrative:
Evaluation completed. One 23ga cutter was returned in a plastic bag without the original packaging. The part number and lot number cannot be verified or determined. The tip protector was in place, as it should be. The needle is not bent. The port window was in the opened position with debris visible inside. There was dried solution visible in the tubing. The back cap was aligned correctly with the vent hole in the side of the cutter body. The cutter looks used. A functional test was performed using a stellaris pc system. At 5000 c.p.m., the inner needle is found to be stuck and would not move. The cutter was clogged and will not aspirate or cut. It cannot be determined when the cutter became clogged. The sterilization and lot history records have been reviewed and found to be acceptable.